Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue; all keypad buttons underresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/29/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The alleged button tactile issue was duplicated during the investigation. The caps were not returned and test caps were used in the evaluation. The pump powered up with auditory and vibratory features. The keypad cover was intact but the buttons were unresponsive. Removal of keypad cover did not find any anomalies with the button contacts. Removal of the pump casing found moisture damages to the keypad connector wire. Related to the button issue, moisture intrusion was evident inside the battery compartment was it found to have cracked in the threads area. A leak test showed a leak where the crack was located.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.